Manufacturer narrative:
Corrected field: b2 (outcomes attrib to adv event): "other serious (important medical events)" was changed with "required intervention to prevent permanent impairment/damage". The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system showed sensing vector issues during the initial implant procedure, the automatic setup could not choose a proper vector so secondary had to be chosen manually and the implant was completed. The next morning, the patient complained of pain and a large pack of ice was put on his chest. Subsequently, the patient received an inappropriate shock and was re-admitted to the hospital where additionally, the smartpass feature was noticed to be disabled. Technical services reviewed the case and indicated the shock was likely a result of air entrapment and low/poor amplitude morphology signals the cause of the disabled smartpass feature. However, the air entrapment could not be confirmed. Reportedly, this patient is diabetic and a transvenous system is not an option due to a high infection risk. The s-ICD system was turned off while evaluations and reprogramming enhancements were being performed on the patient. After reprogramming was done, the s-ICD system was turned on again and another inappropriate shock was delivered due to low/poor amplitude morphology signals under alternate vector configuration. The s-ICD system was turned off once again and the patient was sent home with a life vest. The s-ICD system remained implanted and was eventually explanted and replaced with a transvenous system. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: b2 (outcomes attrib to adv event): "other serious (important medical events)" was changed with "required intervention to prevent permanent impairment/damage" the device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event. The complaint product was eventually returned and analyzed. Analysis of the s-ICD memory confirms that therapy was available, and no error/fault codes were recorded. The device passed all automated therapy verification testing, confirming proper operation of the sensing and shocking functions of the device, as well as lead impedance testing and telemetry testing. Laboratory analysis confirmed that the s-ICD operated appropriately, according to its performance specifications.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system showed sensing vector issues during the initial implant procedure, the automatic setup could not choose a proper vector so secondary had to be chosen manually and the implant was completed. The next morning, the patient complained of pain and a large pack of ice was put on his chest. Subsequently, the patient received an inappropriate shock and was re-admitted to the hospital where additionally, the smartpass feature was noticed to be disabled. Technical services reviewed the case and indicated the shock was likely a result of air entrapment and low/poor amplitude morphology signals the cause of the disabled smartpass feature. However, the air entrapment could not be confirmed. Reportedly, this patient is diabetic and a transvenous system is not an option due to a high infection risk. The s-ICD system was turned off while evaluations and reprogramming enhancements were being performed on the patient. After reprogramming was done, the s-ICD system was turned on again and another inappropriate shock was delivered due to low/poor amplitude morphology signals under alternate vector configuration. The s-ICD system was turned off once again and the patient was sent home with a life vest. The s-ICD system remained implanted and was eventually explanted and replaced with a transvenous system. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system showed sensing vector issues during the initial implant procedure, the automatic setup could not choose a proper vector so secondary had to be chosen manually and the implant was completed. The next morning, the patient complaint of pain and a large pack of ice was put on his chest. Subsequently, the patient received an inappropriate shock and was re-admitted to the hospital where additionally, the smartpass feature was noticed to be disabled. Technical services reviewed the case and indicated the shock was likely a result of air entrapment and low/poor amplitude morphology signals the cause of the disabled smartpass feature. However, the air entrapment could not be confirmed. Reportedly, this patient is diabetic and a transvenous system is not an option due to a high infection risk. The s-ICD system was turned off while evaluations and reprogramming enhancements were being performed on the patient. After reprogramming was done, the s-ICD system was turned on again and another inappropriate shock was delivered due to low/poor amplitude morphology signals under alternate vector configuration. The s-ICD system was turned off once again and the patient was sent home with a life vest. This s-ICD remains implanted and will be eventually explanted. No additional adverse patient effects were reported.